Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025.